Event description:
Boston scientific, crm received information from this patient that she thinks her rate is really low and that it is making her lightheaded. A boston scientific technical services (ts) consultant referred her to her physician.

Manufacturer narrative:
This device remains implanted. As a result, boston scientific, crm cannot confirm any allegations against this product. No additional information is available at this time. This event will be reopened if additional information becomes available. The boston scientific sales representative was contacted in an attempt to get additional information; however, no additional information was received. Approximately five years later this device was explanted and returned for analysis. Upon receipt at our post market quality assurance laboratory, analysis determined that the device had normal telemetry operations, as well as normal pacing and sensing functions. A review of the device's memory revealed that a rate fault reset was stored in the reset counter. Laboratory testing has shown that the auto lead detect feature can cause a rate fault reset to occur, due to the max tracking rate protection not being initialized. This type of reset occurs prior to lead attachment. Once a lead is detected, the auto lead detect feature will be disabled, allowing the max tracking rate protection to be initialized, preventing the rate fault resets from occurring. This behavior does not have any impact on the therapy provided to the patient as it only occurs prior to lead attachment.